Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice set. Hp reports they were able to reprime line and complete treatment with assistance of baxter tech. No pt injury or medical intervention required per hp.